Event description:
The biomedical engineer (bme) reported that the bedside monitor screen was displaying gas module failure on it for the multi gas unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor screen was displaying gas module failure on it for the multi gas unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: bedside monitor model: cu-172ra sn: (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor screen was displaying gas module failure on it for the multi gas unit. No patient harm was reported. Investigation conclusion: repair center evaluation duplicated the reported gas device failure. Diagnostic testing identified a pneumatic hardware failure associated with the internal pump. No fluid intrusion was observed. The root cause was determined to be internal pump failure resulting in a gas module error. Additional device information: d10: concomitant medical device: bedside monitor model: cu-172ra. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor screen was displaying gas module failure on it for the multi gas unit. No patient harm was reported.